Manufacturer narrative:
Internal file number: (B)(4). Visual inspection was performed on the returned device. The deployment issue, resistance with the guiding catheter, difficulty removing, and stent elongation was unable to be confirmed due to the stent already being deployed and the condition of the returned device. The absolute pro ll instruction for use, warns: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Although it was noted that excessive force in the attempts to remove the device, this was due to the partial deployment of the stent, therefore the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were likely due to case circumstances. The reported elongation of the stent was the result of pulling back the delivery sess with the stent partially deployed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the right superficial femoral artery that was heavily stenosed. An unspecified absolute pro self-expanding stent was used. However, it met resistance with a guiding catheter and there was difficulty in deploying the stent as the stent was completely deployed but it remained stuck on its stent delivery system. Therefore, excessive force was used to remove the stent delivery system; however, the stent became elongated more than 20%. The stent was ultimately deployed partially in the profunda femoris artery and partially in the target lesion and post-dilated with a 6.0 x 4 mm non-abbott balloon catheter. There was a clinically significant delay in the procedure due to the difficulty removing the stent delivery system which resulted in the stent becoming elongated and partially deployed in healthy tissue. No additional information was provided.